Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances greater than 2,000 ohms and high pacing thresholds. The lead was surgically abandoned and replaced. Information was later received indicating the patient was not pacemaker dependent and the cause of the out of range impedances was not determined. No additional adverse patient effects were reported. The ICD remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.